Event description:
It was reported that the suspect device was unable to recognize the syringe. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The customer reported that they were unable to identify the root cause of the failures. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.